Event description:
Patient claim received. Patient alleges he suffers from pain, as well as his doctors "concluding that his hip is moving in places it's not supposed to move." Update rec'd 7/14/2014-legal claim and medical records received. Legal claim alleges loosening, but doesn¿t indicate what products are loose. After reviewing the medical records the surgeon indicated the patient's stem and sleeve need be revised. He also states the patient has high metal ions. The patient has not been revised yet. After reading the primary operative note it indicated an anterior split occurred while inserted the trial sleeve. The trial head was then placed and another fracture occurred anterior and anteromedially occurred through the calcar area. The unknown depuy hip is being changed to an unknown trial sleeve. A unknown stem and sleeve are being added for the alleged loosening, but not reported as there hasn¿t been a revision or serious injury. The unknown head and liner are being added for the alleged high metal ions, but not reported as there hasn¿t been a revision or serious injury. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/21/2014. Update rec'd 9/30/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort. A doi and dor were provided. We are now reporting the head and liner due to general metal on metal allegations.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Update 1/14/15 -pfs and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the trial sleeve that has been previously reported is being changed to a trail stem. The second fracture that occured with the trial head can be associated to the previous fracture from the trial stem. No revision operative note has been provided so loosening of the stem/sleeve cannot be confirmed at this time. The complaint was updated on:2/12/2015.

Manufacturer narrative:
Patient claim received. Patient alleges he suffers from pain, as well as his doctors "concluding that his hip is moving in places it's not supposed to move." Update rec'd 7/14/2014-legal claim and medical records received. Legal claim alleges loosening, but doesn¿t indicate what products are loose. After reviewing the medical records the surgeon indicated the patient's stem and sleeve need be revised. He also states the patient has high metal ions. The patient has not been revised yet. After reading the primary operative note it indicated an anterior split occurred while inserted the trial sleeve. The trial head was then placed and another fracture occurred anterior and anteromedially occurred through the calchar area. The unknown depuy hip is being changed to an unknown trial sleeve. A unknown stem and sleeve are being added for the alleged loosening, but not reported as there hasn¿t been a revision or serious injury. The unknown head and liner are being added for the alleged high metal ions, but not reported as there hasn¿t been a revision or serious injury. There is no new additional information that would affect the existing MDR decision. Doi: 8 years ago - dor: none reported (left hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Medical records were obtained and reviewed by a medical professional. From a medical perspective based on the information available, the complaint is unlikely product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.